Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cuff was found. The cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was microscopically inspected and leak testing. It was found that the tubing was worn down to the filament. Balloon passed leak and functional testing. Finally, the cuff was microscopically inspected and leak testing, it was observed to have folds. Additionally, the cuff had a hole from wear at a corner of a fold. The cuff did not pass the leakage test due to a leak from wear at a corner of a fold. Based on the information available and analysis results, the hole and leak identified in the cuff could have caused or contributed to the reported clinical observation of mechanical problem.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cuff was found. The cuff was explanted and replaced. No patient complications were reported.